Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10 h6 correction: device codes changed to mechanical issue internal complaint number: (B)(4).

Event description:
The hospital reported that during evh training for vein harvesting procedure using vasoview hemopro 2. While assembling the evh kit they noticed the c ring was bent sideways instead of slight forward bend. They corrected it, but the angle was not same as normal and it came back straight. The faulty one has narrower c ring and the metal and plastic that holds it were not angled properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated section: d10,g4,g7,h2,h3,h6,h10 . Internal complaint number: (B)(4). The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The device was returned to the factory on (B)(6)2020. An investigation was conducted on (B)(6)2020. Signs of clinical use and evidence of blood was observed on the c-ring. The metal rib of the c-ring device was observed to be slightly forward. A reference cannula was used and there was a visual difference in the returned product to the reference product. The c-ring was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The c-ring was unable to be retracted and extended when manipulating the blue toggle. No other visual defects were observed. Based on the returned condition of the device, the reported failure "mechanical issue" was confirmed.

Event description:
The hospital reported that during evh training for vein harvesting procedure using vasoview hemopro 2. While assembling the evh kit they noticed the c ring was bent sideways instead of slight forward bend. They corrected it, but the angle was not same as normal and it came back straight. The faulty one has narrower c ring and the metal and plastic that holds it were not angled properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during evh training for vein harvesting procedure using vasoview hemopro 2. While assembling the evh kit they noticed the c ring was bent sideways instead of slight forward bend. They corrected it, but the angle was not same as normal and it came back straight. The faulty one has narrower c ring and the metal and plastic that holds it were not angled properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.